Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Customer states the emergency lowering button is broken.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: actuator housing is split in half. Complaint of "emergency lower button was broken" was confirmed. The underlying cause is actuator housing is split in half.

Event description:
Product was returned for evaluation. The return fields in oracle state: actuator housing is split in half. Customer states, the emergency lowering button is broken.